Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the chunks missing from iol, secondary to loading issues. I was handed this yesterday and I had to explant and exchange because of the chunks taken out of the iol. Additional information has been requested.

Manufacturer narrative:
The lens was not returned for an evaluation. An image was provided that showed the lens inside the eye. This image has two red arrows drawn onto it to indicate two areas of concern. The areas appeared to be damaged optic material. One area was at the optic edge, and two areas were at the optic center. The areas at the optic center had an oval shape at the far end, similar to a rounded metal instrument. These separate areas of damage appeared to have occurred in alignment with each other (edge then optic center). The areas appear to be gouged areas similar to damage from an instrument used to load the lens or from a metal handpiece during delivery. Due to the clarity of the photo, it cannot be confirmed if these areas are on the posterior or anterior optic surface. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used with the lens. Based on our observation of the attached photo, the optic appeared to have areas of damage. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. If the explanted lens becomes available, the file will be reopened to conduct a product evaluation. Information was provided in the initial report description that a physician has reported "when you get a chance can you please come by lakeview and re-educate the techs on proper handling of the company device. I was handed this yesterday and I had to explant and exchange because of the chunks taken out of the intraocular lens (iol)". The information provided by the surgeon may indicate that the reported complaint may have been due to user mishandling. Follow up information indicated that per cataract account manager, the requested training at the facility has been completed. The replacement lens information was not provided. It is unknown if qualified associated products were used with the lens. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).